Event description:
It was reported that the pt came in clinic due to vibratory alert. Upon interrogation the programmer alerted for high and out of range impedance. The capture threshold increased. The physician opened the pocket and pushed the lead further into the header. The impedance values were acceptable after the procedure.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.